Event description:
The account stated that the architect c8000 analyzer generated an initial glucose result of <10 mg/dl. The sample was repeated with a result of 180 mg/dl. There was no report of impact to patient management.

Manufacturer narrative:
Reaction carousel motor. An abbott field service representative (fsr) was dispatched to the account. The fsr removed and inspected the reaction carousel bearings and found the bearings in the sample pipettor were significantly worn and that the sample probe was not dispensing complete volume into the cuvette. The fsr replaced the reaction carousel motor which resolved the issue. Customer complaint data was reviewed and no adverse trends were identified related to the customer's issue. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Manufacturer narrative:
Event date: exact date in (B)(6) 2012 is unknown. (B)(4) (no consequences or impact to patient) (B)(4) (incorrect or inadequate test result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.